Event description:
A call to technical services from the biomedical department representative reported, the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported, department quarterly checks were completed and found no issues with the external generators.

Manufacturer narrative:
This is (8/14) events that occurred at this user facility. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This is (B)(4) events that occurred at this user facility identified. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were observed. Visual anomalies were observed but are not believed to be related to any malfunction which would induce ventricular fibrillation. The lower case and one side bail cover were broke, the ring cover was contaminated, the heart wire contacts discolored, and the lead flex cover corroded.